Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was admitted into the a&e (accidents and emergency) department at (B)(6) hospital with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached above 28 mmol/l (504 mg/dl) and ketones were 3.6 mmol/l while wearing the pod between 37 and 48 hours. The patient reports giving herself a correction bolus of 10 units with no improvement, the patient waited an hour and gave another 10 units and she kept doing this throughout the night. The patient mentioned she remembered her hcp once advised her she should changed her pod if she noticed her bg levels are not coming down to her target glucose but she did not change the pod. Symptoms reported include the patient 'feeling awful, confused, had difficulty walking, their eyes were itching, and their body's temperature control was out of sync'. The patient was treated with insulin drip and 8 liters of potassium saline with an unspecified route of administration. They were also given unspecified antibiotics. The pod was removed at the hospital and discarded. The patient was discharged on (B)(6) 2025.